Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the performance data collected from the device was analyzed. Analysis of the device memory found the elective replacement indicator (eri) was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2011 which is before explant. Ramware version 8 was installed on (B)(6) 2011. The device was also returned and analyzed. High battery impedance caused the elective replacement indicator (eri) to trigger.

Event description:
It was reported the patient felt very tired and weak. The device was interrogated and it was found that elective replacement was unexpectedly indicated. Approximately three weeks prior the battery voltage was at 2.93v. The device was removed and replaced. No patient complications have been reported as a result of this event.